Event description:
It was reported that an asymptomatic patient presented remotely. Review of the transmission revealed that the pulse generator exhibited backup vvi operation. It was suspected that the device was exposed to electrocautery during an unrelated procedure. A device download restored normal function. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.